Event description:
N/a

Manufacturer narrative:
A getinge field service reported that there was no repair performed. The fse stated the main switch was not switched on and the caused the unit not to start. Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation), (investigation findings), (component codes), (health effects-impact codes), (investigation conclusion). Corrected fields: h6 (health effect- clinical codes).

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would not switch on. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
A supplemental report will be submitted if subsequent information is provided. Device not returned to manufacturer.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) would not switch on. There was no patient involvement, and no adverse event reported.